Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membranes". There were no reported adverse patient consequences.

Manufacturer narrative:
Manufacturing lot build review: a review of the mfg. Lot build database for the reported lot# 3278968 (mfg. 06/2016) 28000 units were mfg. Tested inspected & released. There were no exception documents generated during the lot build. Device return: five (5) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded various component damages as well as presence of internal residual blood primarily between the seal and body components. Engineering testing and analysis to the applicable product specification was performed. The results recorded one of the tego connectors leaked, failed and the remaining four tego connectors did not leak/ passed performance criteria. The tego connector that failed was disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Findings: various component anomolies/damages were visually observed with the as-received tego connectors. The reported leakage issue was however only replicated/confirmed with one of the five returned tego connectors. The remaining four tego connectors did not leak and or exhibit any performance issues.

Event description:
Int'l. ((B)(4)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membranes". There were no reported adverse patient consequences. This is the mfgers follow up report to provide additional information and device return investigation results.